Event description:
Article published online 12/21/2011 indicating three patients treated with medtronic advanced energy products (product unspecified) developed pancreatic fistulas subsequent to distal pancreatectomy (dp) procedures performed. One patient had a grade a pancreatic fistula, two patients had grade b pancreatic fistulas. One patient had low output, high amylase drainage from operatively place drain removed 2 weeks post-op, one patient had low output, high amylase drainage from operatively placed drain removed 5 weeks post-op, and the third patient had the operatively placed drain removed and subsequently required an interventional radiology placed drain.

Manufacturer narrative:
While adverse event specifics were given for three separate patients the matching of the patient number with the adverse event specifics is unable to be made via the published literature therefore this adverse event will be reported as one MDR. Article reference: blansfield, j. Et. Al (2011). Novel method of stump closure for distal pancreatectomy with a 75% reduction in pancreatic fistula rate. Journal of gastrointestinal surgery, 16, 524-528. Doi 10.1007/s11605-011-1794-1.